Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the lead had high impedance and thresholds. Possible lead fracture was suspected. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.